Event description:
Reference number (B)(4) event occurred in france. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at the base of the cannula. The blood glucose was 250 mg/dl. No further information available.